Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer booted up with a serious programmer problem screen with a system error; hard drive was reconfigured and software reloaded to resolve issue. Analysis also found the hard drive was out of electrical specification. (B)(4).

Event description:
It was reported that the programmer had a screen problem and the service disk did not eliminate it. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.